Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 12 x 2.50 promus premier select was advanced to the lesion. The stent struts did not look normal angiographically. The stent struts were standing like peaks out of the usual plane of the stent body. The balloon was not inflated and the stent was removed without damage to the vessel. The procedure was completed with a non boston scientific device. There were no patient complications and the patient was well post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the stent found that stent struts in the proximal region of the crimped stent was bunched distally on the balloon. The remainder of the stent was undamaged and had not moved on the balloon. The undamaged crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurements. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 12 x 2.50 promus premier select was advanced to the lesion. The stent struts did not look normal angiographically. The stent struts were standing like peaks out of the usual plane of the stent body. The balloon was not inflated and the stent was removed without damage to the vessel. The procedure was completed with a non boston scientific device. There were no patient complications and the patient was well post procedure.